Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient air bubbles anomaly and plunger was hard to remove. Customer's blood glucose at time of incident was unknown. The customer's mother stated her son had air bubbles when filling a reservoir. Customer was advised of online resources. The customer was advised to quickly turn the plunger counter-clockwise while carefully hold the reservoir barrel in place. The customer was advised that we are sending replacement and return the used product.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.